Event description:
(B)(4). I started breaking out in hives. My mood dropped severely. My face started breaking out in pimples. I was becoming very tired easily. My hair started shedding. I didn't know what was happening. I figured my body was freaking out because I was no longer on birth control pills anymore. I had essure coil put in (B)(6) 2007, tubes ties end of (B)(6) 2007. As time went on, I tried eating better, taking supplements for my hair and skin to counter act what I could. In 2010 after a couple years having my pcp test me for different things, my right breast started leaking. I had a shingle like rash on my back behind my breast. My right arm fatigued easily and I couldn't use it. I couldn't think or speak right. My pcp ordered an MRI of my brain and upper spine and neck. This is when I was told results indicated multiple sclerosis. Brain fog, fatigue, dizziness, balance problems, speech problems, serous stomach issues that I never had before. Then skin issues got worse, bumps on my scalp, around my bikini area, new cyst like bumps on legs and arms. Taste in my mouth, bad breath, my deodorant seemed to stop working, no deodorant seemed to work to stop sweat or body odor. Just a few weird things that you dont really talk about.